Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2012, resulting in fixture loss. It is unknown if there are plans to replace the lost fixture as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Per the patient's surgeon, the patient was reimplanted with a new device (B)(6) 2012. Correction: the loss of osseointegration date is unknown; not (B)(6) 2012 as previously reported. This report is filed (B)(4) 2012. Device not available for analysis.